Event description:
It was reported that the device was not ventilating and not giving alarms to inform the user about a problem. The patient turned blue and had to be manually resuscitated. The device has been removed from use. It was reported that the current patient condition is fine. The initial log file analysis revealed that the device detected a disconnection after a cancelled suction manoeuvre and alarmed the situation accordingly. However, it cannot be excluded that a use error has caused or contributed to the event.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. The analysis of the log file revealed that the user started and cancelled several suction manoeuvres on (B)(6) 2023 beginning at 11:21 am system time. At 11:56 am system time the ventilator did alarm for "minute volume low", "tidal volume low" and "disconnection detected". As the user has enabled the ¿anti-air shower¿ function the device had automatically reduced the flow delivery as long as the disconnection persisted. A few seconds later the user stopped the ventilation by switching to standby mode and started ventilation immediately again. As the disconnection of the breathing circuit was still present the device did alarm for "airway pressure low" and "disconnection detected" and was still delivering a reduced flow due to enabled "anti-air shower" function. If the anti air shower function is active and a disconnection is detected during ventilation, the flow will be reduced until reconnection is detected. Simultaneously, the "disconnection detected" alarm is displayed. The "anti-air-shower" function is described in the instruction for use. The device behaved as specified and alarmed the situation accordingly. Neither the analysis of the log file nor functional testing of the ventilator by dräger service gave an indication for a technical malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was not ventilating and not giving alarms to inform the user about a problem. The patient turned blue and had to be manually resuscitated. The device has been removed from use. It was reported that the current patient condition is fine. The initial log file analysis revealed that the device detected a disconnection after a cancelled suction manoeuvre and alarmed the situation accordingly. However, it cannot be excluded that a use error has caused or contributed to the event.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. The analysis of the log file revealed that the user started and cancelled several suction manoeuvres on (B)(6) 2023 beginning at 11:21 am system time. At 11:56 am system time the ventilator did alarm for "minute volume low", "tidal volume low" and "disconnection detected". As the user has enabled the ¿anti-air shower¿ function the device had automatically reduced the flow delivery as long as the disconnection persisted. A few seconds later the user stopped the ventilation by switching to standby mode and started ventilation immediately again. As the disconnection of the breathing circuit was still present the device did alarm for "airway pressure low" and "disconnection detected" and was still delivering a reduced flow due to enabled "anti-air shower" function. If the anti air shower function is active and a disconnection is detected during ventilation, the flow will be reduced until reconnection is detected. Simultaneously, the "disconnection detected" alarm is displayed. The "anti-air-shower" function is described in the instruction for use. The device behaved as specified and alarmed the situation accordingly. Neither the analysis of the log file nor functional testing of the ventilator by dräger service gave an indication for a technical malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device was not ventilating and not giving alarms to inform the user about a problem. The patient turned blue and had to be manually resuscitated. The device has been removed from use. It was reported that the current patient condition is fine. The initial log file analysis revealed that the device detected a disconnection after a cancelled suction manoeuvre and alarmed the situation accordingly. However, it cannot be excluded that a use error has caused or contributed to the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.